Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5554 implantable pacing lead 2006 (B)(6), 4518 competitor implantable pacing lead 2007 (B)(6), (B)(4) competitor implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.